Event description:
It was reported that preloaded intraocular lens had a crack which was noticed after implantation. The lens was fully inserted and remained implanted in the eye. The patient is still in recovery and did not have any reports of discomfort. Directions of use were followed. No other information is available.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: (B)(6). Section h3: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Show less.

Manufacturer narrative:
Additional information: no suspect product was received; however, customer provided photos were received and evaluated. Device evaluation: no suspect product was received; however, a video was provided by the customer. A photo from the video (1 min 58 seconds) was taken and the photo was evaluated by a post market safety surveillance officer. A small paracentral crack-like damage can be observed on the lens. Per the lens damage location, it is possible to result in visual distortions and disturbances in the event it remains implanted. However, the actual clinical impact and the potential root cause of the reported issue cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. In response to the special request, hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Conclusion: based on the complaint investigation results, the product was released within specifications. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.